Manufacturer narrative:
Calibration and qc were acceptable. The customer did not provide any further information for the investigation. Due to the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas pure e 402 analytical unit. The sample was initially run and a clot alarm was received with no numeric result. The sample was run again and the initial result was 24 ng/l. The sample was repeated twice with results of 88 ng/l and 23 ng/l. The sample was run on a cobas pro instrument with a result of 24 ng/l.

Manufacturer narrative:
The e402 analyzer serial number is (B)(6).